Event description:
No additional information received.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. We would be very interested in examining product that does not meet your expectations and our quality standards. A photo of the defect could assist our quality team in their investigation. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis of the affected device. Examination of the product involved may provide clarification as to the cause for the reported failure. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that unknown bd leaked the following information was provided by the initial reporter: material #: unknown batch#: unknown it was reported by customer that vat was called to replace pivo IV that was infusing contin. IV fluids. Patient has called the primary rn due to feeling wet on his arm where IV was. Rn ided that there was fluid leaking from y site area of IV by the near port connection. Rn discontin. IV and vat placed new IV. Verbatim: complaint received via email(s) attached. Vat was called to replace pivo IV that was infusing contin. IV fluids. Patient has called the primary rn due to feeling wet on his arm where IV was. Rn ided that there was fluid leaking from y site area of IV by the near port connection. Rn discontin. IV and vat placed new IV.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.